Event description:
It was reported that this left ventricular (lv) lead was part of a system extraction due to infection with sepsis. The patient also had methicillin resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).